Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer blood glucose level was not included in the report. No significant events leading to the issue were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, scratched display window, missing end cap and cracked case near display window corners noted during visual inspection. No button response due to flattened dome switch on esc button. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.